Manufacturer narrative:
H3: analysis mentioned it was not possible to reproduce customer complaint even after testing with two test burs. There was no fault found with the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was blade problem and blade wobbles in m5 handpiece. The blade was wobbling only in this device. When was working with the other device there was no problem. Additional information received stating that the event occurred during set up and there was no patient involvement.